Event description:
Pt had port-a-cath placed in 2003. Pt had to have a procedure to remove catheter portion and port-a-cath 32 days later. Catheter apparently sheared off and resulted in pulmonary embolism.